Event description:
It was reported that during preparation for vascular access intervention therapy (vaivt), foreign material was noted. A 4.5-4/4t/90 symmetry balloon catheter was selected to dilate the lesion. Upon preparation, the physician attempted to flush the symmetry balloon catheter, resistance was encountered and the device was unable to be flushed. Then the physician inserted a 016×150 non-bsc guide wire into the complaint device, foreign material which seemed to cause the resistance came out from the device. After removal of the foreign matter, the physician was able to flush the device. The procedure was completed with this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: initial examination of the returned device noted that the balloon material was fully deflated; however, the balloon was not fully folded or wrapped around the shaft of the device. Solidified blood was present on the outside of the balloon. A guidewire was advanced through the guidewire lumen without issue. No restrictions were noted. The lumen was flushed without issue and water was noted to be coming from the distal tip of the device as expected. The device was received along with a plastic container containing a piece of fm. The fm was inspected under the microscope and it was found to be a white solid measuring approximately 1 mm. The piece of material was sent for ftir analysis and all matches were for silicone based materials with the strongest being a 68% match for polydimethylsiloxane. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during preparation for vascular access intervention therapy (vaivt), foreign material was noted. A 4.5-4/4t/90 symmetry¿ balloon catheter was selected to dilate the lesion. Upon preparation, the physician attempted to flush the symmetry balloon catheter, resistance was encountered and the device was unable to be flushed. Then the physician inserted a 016×150 non-bsc guide wire into the complaint device, foreign material which seemed to cause the resistance came out from the device. After removal of the foreign matter, the physician was able to flush the device. The procedure was completed with this device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that during preparation for vascular access intervention therapy (vaivt), foreign material was noted. A 4.5-4/4t/90 symmetry¿ balloon catheter was selected to dilate the lesion. Upon preparation, the physician attempted to flush the symmetry balloon catheter, resistance was encountered and the device was unable to be flushed. Then the physician inserted a 016×150 non-bsc guide wire into the complaint device, foreign material which seemed to cause the resistance came out from the device. After removal of the foreign matter, the physician was able to flush the device. The procedure was completed with this device. No patient complications were reported and the patient's status was good.